Event description:
Info received indicates the head end of the bed will not stay up.

Manufacturer narrative:
The tech found that the head hi/low cylinder was allowing fluid to bypass. He replaced the solenoid valve and the hi/low head end cylinder but the issue remained. He replaced the hydraulic power unit to repair the bed.